Event description:
It was reported to philips that the host computer was unable to boot. The user had to perform multiple reboots to start the system. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.